Manufacturer narrative:
Occupation is lay user/pt.

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4). The customer alleges that when the meter is turned on, only half of the code number appears and when a strip is inserted an error 4 is displayed. An error 4 message indicates the test strip is unusable. Upon completion of a display check, all segments appeared except for the bottom half of the time segments in the upper left corner of the screen. When a test strip is inserted, only the top half of the code number appears, even though all segments appeared during the display check. The code number is made up of the same segments as the results field. This display issue could affect the interpretation of results. The meter again produced an error 4. The test strip was checked and no abnormalities were observed. The test strips are stored properly and capped tight. The results in the memory of the meter are complete. No segments were missing from the memory results. There was no allegation that an adverse event occurred. The meter was requested for investigation.

Manufacturer narrative:
The meter was returned for investigation. Parts of the display segments are displayed with a weak contrast. The circuit board is contaminated and corroded by liquid that had penetrated the device. This also affects the conductive rubber contacts. Medwatch fields device available for evaluation? And device evaluated by MFR? Have been updated.